Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the patient's ipg replacement (manufacturer reference number: 1627487-2021-15704) the lead was replaced due to high impedances. Therapy was restored post-op.